Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle of the insufflation channel is clogged by a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed as recommended in the instructions ofr use. Additionally, there was no physical damage at the location of where the foreign material remained. Therefore, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.